Manufacturer narrative:
Planned on-site check. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless foot switch failed during acquisition, unable to recover on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.